Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-11599. It was reported the pt had a rash all over his body after the implant of the scs system. The rash was present whether the stimulation was turned on or off. It was reported the pt went to the ER and was provided with medication which resolved the issue. F/u identified the rash returned around the lead implant site. The physician determined the pt had an infection at the lead incision site, and he was placed on antibiotics. Further f/u found the pt had some swelling in his lips when the stimulation was turned on.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.